Event description:
A cartridge change error was reported with a t:slim pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps, including inspecting the cartridge and cleaning the pneumatic tap area, which initially did not resolve the issue. Subsequently, with technical support¿s assistance, the caller successfully filled and loaded a new cartridge onto the pump, allowing them to complete the loading process and resume insulin delivery.